Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. No blank display or constant tone noted, however moisture damage found on the electronics and motor. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank immediately after being exposed to water. Customer also reported that a constant tone was occurring. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.